Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were became sticky. The customer's blood glucose value was unknown. The up, down, and act button were became sticky. The customer also stated that the insulin pump rejected new battery, longer rewind and battery not lasting 7 days. The insulin pump had random no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery, failed battery test, no delivery alarms or rewind anomaly due to unresponsive button. Unit had cracked reservoir tube lip.